Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user is experiencing physical pain when using the audioprocessor. The pain is not present when the audioprocessor is worn but switched off.

Manufacturer narrative:
Conclusion: in accordance with the information in the recipient report and the manufacturer_s experience with this kind of device, it is assumed that it is likely in an early stage of failure due to humidity ingress at the housing braze joint through micro-leaks. However, to determine an exact root cause a device investigation would be necessary. The device was explanted but will not be received for investigational purposes. This is a final report.

Event description:
The user is experiencing physical pain when using the audio processor. The pain is not present when the audio processor is worn but switched off.